Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The left atrial pressure was 5mmhg during the procedure. The patient's activated clotting time (act) was 259 sec. The patient was in sinus rhythm. Transseptal puncture was inferior anterior. While positioning the device the needle crossed spontaneously. Poor transseptal access led to increased device manipulation. During implant it was observed that after several attempts to place the device on the appendage, a 2mm pericardial effusion was detected around the appendage. The device was partially re-captured 3 times. No effusion was noted around the ventricle. The device was removed from the patient. The effusion was resolved spontaneously. The user believed the pericardial effusion was caused by the manipulation of the device while attempting to get co-axial. The patient status was stable.

Manufacturer narrative:
An event of improper or incorrect procedure or method and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was reported that the transseptal puncture was inferior anterior. While positioning the device, the needle crossed spontaneously. Poor transseptal access led to increased device manipulation. During implant, it was observed that after several attempts to place the device on the appendage, a 2mm pericardial effusion was detected around the appendage. The device was partially re-captured 3 times. Then, the device was removed from the patient. The effusion was resolved spontaneously. The user believed the pericardial effusion was caused by the manipulation of the device while attempting to get co-axial. Based on the available information, the cause of the reported incident appears to be related to procedural conditions. The reported improper or incorrect procedure or method was related to user technique as the user was partially recaptured the device more than three times. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."